Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter post-op a small bowel resection, there was intraluminal bleeding. A reoperation was performed. There was bleeding more than 500cc and the transfusion was required. The surgical time was extended by more than 30 minutes.